Event description:
It was reported an external fluid leak was observed originating from the connection (where the tubing is connected to the tubing) between the drain solution bag and tube of a prismaflex m150 set. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was noted from the drain bag sealing near the drain bag line. The reported condition was verified. The bag is provided by an external supplier. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.